Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that when cleaning/brushing their teeth this morning, part of the oral-b toothbrush head came off in their mouth. No injury was reported.

Event description:
Consumer via phone stated that when cleaning/brushing their teeth this morning, part of the oral-b toothbrush head came off in their mouth. No injury was reported.

Manufacturer narrative:
14-jan-2022 case update: the reporter informed the company that the product has been discarded.